Event description:
Treatment of an aneurysm. It was reported the proximal end of the pipeline did not open after deployment. The pipeline was successfully retrieved from the patient with a snare. No patient injury reported. Same event as MDR# 2029214-2011-00381.

Manufacturer narrative:
The device has been evaluated. Evaluation shown one end of the pipeline was damaged with clotted blood. This likely prevented the pipeline from opening. (B)(4).